Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately 3-1/2 years. Through follow-up with the health-care provider, it was learned that the explant was due to aortic stenosis and severe calcification. According to the operative report, echo revealed severe aortic stenosis. The patient had also presented with congestive heart failure. At operation, there was evidence of severe calcification of all three pericardial leaflets. There have not been any allegations of a product malfunction or quality deficiency related to the edwards device. The subject device was replaced with another edwards bioprosthetic valve. Echo demonstrated excellent bioprosthetic valve function with no perivalvular leak.

Manufacturer narrative:
Device not returned. Unfortunately, the edwards device was not returned; therefore, the reported calcification on the valve could not be assessed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Although the root cause of the event could not be confirmed, it appears that the calcification noted on the valve caused the stenosis. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. No further actions are possible with the available information.